Manufacturer narrative:
The device was evaluated by ventec where the reported issue of no ventilation output could not be confirmed. Ventec downloaded the electronic records from the device for analysis and observed that during the reported event the device alarmed for "system fault 3" (sf3) during cough therapy. Sf3 is specific to cough therapy and when it occurs the current cough therapy session will terminate and ventilation therapy will resume. The records also showed that the device reactivated the ventilation therapy within one second of receiving the alarm. There was not any indication that the ventilator wasn't restored to normal operation. Proper device operation was observed through functional and performance testing. As a precaution, ventec replaced the cough assist valve and internal flow transducer (ift). The cause of the reported issue could not be determined.

Event description:
Ventec was notified via email about the following event: "early monday morning there was a ventilator failure on one of our patients. During a cough assist procedure, there was a unique sound from the vocsn then it ceased to ventilate. The respiratory therapist quickly manually ventilated the patient. The vocsn stated there was a ventilator fault. He attempted to restart the ventilator, but it would not allow him to go through the precheck. Date of event: on (B)(6) 2023, time: approx. 01:30am. Description of event: ventilator fault error code. Cease to ventilate during a cough assist procedure. Could not re-start. Proceeded to change the entire ventilator with a standby. Patient: 16 yr old female. No adverse effects to patient. Respiratory therapist was present at time of event and quickly intervened." Per the reporter there was no patient harm as a result of the reported issue, however, medical intervention (manual ventilation and backup ventilator) was necessary in order to prevent permanent damage/impairment. No further details about the patient or the event were provided.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).